Event description:
Procedure: vats. According to the reporter: device was fired 8 times and then locked on tissue. Doctor noticed when the device was removed from the tissue it had torn the pulmonary vein. The procedure was converted to open, blood loss reported less than 300 cc, operating room delay time 1 hour. The surgeon used suture to control and repaid the area. No reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).